Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Corrective programming was performed. No patient consequences were reported.

Event description:
New information received notes a new instance of over-sensing of noise resulting in instances of inappropriate shock and inappropriate anti tachycardia pacing. A chest x-ray was ordered. No further intervention was performed. No adverse patient consequences were reported.

Event description:
New information received notes that noise was the cause from a possible insulation issue. No evident lead integrity issues were noted. The patient will continue to be monitored the lead through merlin.net. Patient condition has remained stable throughout.

Event description:
New information received notes a new instance of malfunction was noted. The lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.